Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Brand name: not provided. Model number, catalog number, lot number, expiration date, unique identifier (UDI). Number: not provided / unknown. If implanted, give date: not provided. If explanted, give date: not provided. Fax number: not provided. PMA/510(k) number: unknown. Device manufacturer date: unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported implant at tooth location # 30 was removed due to infection.